Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system showed low load error during a diagnosis procedure. Customer checked the oil level in the cooling unit, it was lower than the minimum mark. Cooling oil was refilled and restarted the system to complete the diagnosis. On further inspection, the fse observed oil leakage in cooling unit as the oil cable connector wasn¿t fixed well. Fse removed small part of the cable and reconnected it to resolve the issue. The system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that there was a low load error. The system was in clinical use when the issue was identified. No harm has been reported to philips. A philips service engineer inspected the system onsite and identified that the cooling unit was leaking oil. When the tube is getting hot (overloaded), x-ray may not be possible depending on the tube load level. The engineer reconnected the oil cable and the system has been returned to use in good working order. Philips has started an investigation.